Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but the surgeon changed his mind and removed the lens. There was no patient injury. This is one of two lenses used for this patient - see MFR report #2023826-2012-00950.

Manufacturer narrative:
Weight - unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).